Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the lead exhibited noise over-sensing and poor sensing. No resolution to the event was reported. There were no patient consequences.